Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male had an impella cp inserted and placed to the left ventricle (lv) when the pump jumped in position. The jump caused the lv perforation when the pump advanced too fully to the wall. The team performed a pericardiocentesis and transfusion, but the patient expired.

Manufacturer narrative:
The investigation into the malfunctio, has been completed since the original report was filed. The product was returned and the anticontamination sleeve was found to be damaged and disconnected from the hub on the gwru side. The plastic of the anticontamination sleeve was deformed. The deformation is consistent with the use of excessive force, the timing of the anticontamination sleeve damage is unknown. The cause of the initial resistance leading to the need for excess force is unknown,the root cause of the ventricle perforation was most likely use related as evidence shows excessive force was applied to the anticontamination sleeve leading to the ventricle perforation.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02563 was provided in sections b5, d6a, d6b, and h1. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.